Manufacturer narrative:
The insulin pump cracked reservoir tube lip and cracked case near reservoir window noted during visual inspection. The pump passed prime/ compromised force sensor, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarms in alarm history due to over written history files. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 106 mg/dl. The customer states the pump was exposed to a high magnetic field, but did not provide details. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.